Manufacturer narrative:
Since the user facility did not provide a specific serial number for the alleged positive scope, it is unknown if the device was returned to olympus for evaluation or service. A review of the device model history revealed that olympus sent discontinuous letter to its tjf-130 customers in march 2008. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that currently half the facility¿s scopes undergo dhld and the other half are put through steris. The facility cultures 20 scopes per week and continues to use the double reprocessing method. As part of our investigation, a follow up request for an olympus endoscopy support specialist (ess) was requested to visit the user facility to assess their reprocessing practices and to provide additional reprocessing in-service training. To date, the reprocessing in-service has not been finalized. Olympus cannot determine the cause of the reported event; however, based on the information provided by the user facility, improper reprocessing cannot be ruled out as a contributing factor to the reported positive culture results. The instruction manual contains several warning statements in an effort to prevent severe equipment damage and cross contamination. ¿in addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected by following section 10.1, ¿troubleshooting guide¿ on page 141. Failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. During use, endoscopes normally contact intact mucous membranes. To minimize the risk of transmitting disease from one patient to another, the endoscope must undergo meticulous manual cleaning followed by high-level disinfection or sterilization after each examination. Failure to clean the endoscopic equipment compromises the effectiveness of disinfection and sterilization. Endoscopes and accessories must be meticulously cleaned prior to disinfection or sterilization. Thorough cleaning removes both microorganisms and organic material which can limit the effectiveness of the disinfection/sterilization process.¿ please cross reference related MFR. Report numbers: 2951238-2016-00894, 2951238-2016-00895, 2951238-2016-00896, 2951238-2016-0089, 2951238-2016-00898, 2951238-2016-00899, 2951238-2016-00981 and 2951238-2016-00711.

Event description:
On january 15, 2018 olympus received an article ¿a double-reprocessing high-level disinfection protocol does not eliminate positive cultures from the elevators of duodenoscopes.¿ the article reports that the user facility conducted a final review of the culture results obtained from a three phase case study conducted from (B)(6) 2015 to (B)(6) 2017. The final review of the study revealed that 59 of 627 elevator cultures taken from (B)(6) 2015 to (B)(6) 2016, were positive. In addition, the elevator cultures between (B)(6) 2016 resulted in 20 positive cultures for any microorganism and 1 for a known pathogen. The article also reports that the date range for phase 3 of the case study was (B)(6) 2016 through (B)(6) 2017. During this time the facility noted that two technicians were skipping steps during the reprocessing of the scopes. As a result, the two technicians were released and replaced. This may have attributed to a spike in the positive culture rate during the first four weeks (during which two new personnel were being trained) as the overall rate of positive cultures increased. The article reports that 1830 cultures were taken during the entire study and that the total positive cultures with known pathogens and any microorganism in the 4 series of olympus duodenoscopes were as follows: tjf-q180v (13), tjf-160vf (92), tjf-140 (13) and tjf-130 (7). The article reports that at the conclusion of the case study, the user facility determined that since the implementation of the double reprocessing method in (B)(6) 2015 a reduction in positive culture was seen. Based on this finding, the user facility has opted to continue the double reprocessing method. Also, due to this being a high volume center (approx 3000 ercp/yr.) The facility purchased 40 additional olympus duodenoscopes (8 tjf-q180v, 32 tjf-160vf). The user facility previously reported the following information below regarding this study. As a result, six MDR reports were previously submitted to account for the reported known pathogens and non pathogenic positive cultures identified on the tjf-q180v, tjf-160vf and tjf-140 model duodenoscopes. On november 01, 2016 olympus received post market surveillance poster titled ¿implementation and outcomes of an enhanced duodenoscope reprocessing and culturing program.¿ the poster indicates that in response to a safety alert issued by the FDA in february 2015, in regards to post ercp cre transmission despite adherence to high level disinfection (hld) of duodenoscopes indiana university health evaluated their current processes, reviewed literature and culturing protocol at all their locations from april 2015 through may 2016. The poster indicates during this period 62 duodenoscopes (tjf-130,140, 160 and 180 models) were cultured between 1 and 23 times, in all 989 cultures were obtained using three phases which resulted in 6 positive device cultures and the remaining scopes with varying rates of positivity. The poster records the facility¿s culturing methods as the following: phase 1. Single reprocessing and scope culturing , brushing were obtained from both the elevator mechanism, sent one sample, and the working channels were sent together as a second sample. The brushes were placed in a 10 ml of tryptic soy broth, vortexed and incubated. The samples were checked at 24 and 48 hours and if turbid, the broth was subcultured to solid media. Phase 2. Double reprocessing (2 cycles manual cleaning and hld) and scope culturing with targeted sequestration as well as eto sterilization after any known cre case. Phase 3. Double reprocessing and culturing the elevator only; growth was consistently noted from the elevator mechanism but not the working channels. In addition, the poster indicates that due to this being a high volume center (approx. 2200 ercp/yr.) The facility has implemented the double reprocessing method and has seen a reduction in cultures. On december 05, 2016, olympus received additional information from the infection control practitioner for iuh which stated that the poster includes information for the time period of 5/15/2015-7/11/2016 although the poster displays 5/15/2015-6/20/2016. The department received the additional information and there was no time to update the post market surveillance poster prior to it being reviewed at the infectious disease week conference. There were no associated patient infections during this study or to date with the scopes involved. The infection control practitioner clarified that in total there were 73 positive cultures observed which included non pathogen and potential pathogen results. That there were positive pathogens on only two of the 160 series scopes not four. The user facility reported that between the two scopes there were four positive pathogens found ((B)(4)) had three positive pathogens on (B)(6) 2016 and was permanently removed from service. This event was previously report as a MDR. The other 160 series scope ((B)(4)) had only one positive pathogen and is still being utilized. There were two 140 series scopes that exhibited positive pathogens and on (B)(6) 2015 (sn. (B)(4)) was positive for candida and (sn. (B)(4)) on (B)(6) 2015 enterococcus according to the user facility¿s device log. It was reported that the user facility cultures 10 scopes that are used on a continuous basis at the facility or the facility¿s sister location twice a week and if a scope cultures positive twice it is then eto gassed. The infection control practitioner reported that the last positive culture was on (B)(6) 2016 with two of the facility¿s tjf-q180v scopes (sn. (B)(4)) was positive for coag negative staph and (sn. (B)(4)) was positive for micrococcus. It was reported that the following serial numbers: (B)(4) were all located at the university. The infection control practitioner reported that the sister facility ((B)(6)) reported that on (B)(6) 2016 their tjf-q180v (sn. (B)(4)) cultured positive for pseudomonas putida and a tjf-160 (sn. (B)(4)) cultured positive for candida. The infection control practitioner reported that the university location had (8) tjf-q180v scopes and that the sister facility had (7). It was unknown if all fifteen scopes were returned to olympus to have the elevator mechanism repaired as recommended. The facilities utilize aers that are manufactured by medivators (model: unk). This MDR is being submitted to account for the microorganisms (micrococcus, coagulase-negative staphylococcus, bacillus and corynebacterium) found on tjf-130 duodenoscope.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported aware date. The correct aware date of the reported event is january 03, 2018 not january 15, 2018 as previously re[ported.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fds to fdt.